Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient with diabetes noticed the infusion site adhesive was soaked and smelled of insulin. Upon lifting the site, the patient found insulin pooling and a bent cannula under the adhesive. The patient's glucose increased to 287 mg/dl, correction boluses reduced it to 65 mg/dl, and it later increased gradually without intervention. There was a patient involvement and there were no additional adverse consequences.